Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email that they received emergency medical assistance due to severe low blood glucose with unknown blood glucose levels at the time of the incidents. The customer used a fruit to treat one low incident. The customer experienced symptoms such as loss of balance for that incident. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the events. The customer reported severe sensor glucose versus blood glucose differences. Troubleshooting was not completed. The insulin pump will not be returned for analysis.